Event description:
A hospital reported to our distributor that an rt329 neonatal breathing circuit had a defective component. No further information has been made available as to which component was defective and in what way. No patient consequence was reported.

Manufacturer narrative:
The device has not been received for investigation. We were advised by the distributor that no further details were available. Info provided is based upon the event description and prior experience. Results: we have not received a description of the exact manner in which a component of the rt329 is defective. Conclusion: we are unable to determine the cause of the complaint as neither the complaint device nor any details of the nature of the fault were provided.